Event description:
A malfunction alarm identified as "malf 24" was reported, but there was no adverse impact to the customer's blood glucose level. Technical support advised replacing the pump, and a new pump was sent to the customer. The customer was instructed on preparing the old pump for return and connecting their cgm to the replacement pump. The old pump needs to be returned within ten days to avoid additional charges. The customer will also need to program their settings into the new pump.